Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the right eye one day following lasik treatment. The topical steroids were increased. Two days following onset the symptoms resolved.